Event description:
As reported through the sealant clinical study, the patient was treated for a saccular bifurcation aneurysm, located on the right middle cerebral artery (mca). The aneurysm never ruptured and was not previously treated. The stent was used together with four embolization coils by jailed-catheter technique. The stent was well implanted and spontaneously expanded and at the end of the procedure, the parent artery remaineds without stenosis. Intrastent thrombus resolving after aggrastat administration. According to the description provided by the site, the event is not serious. In term of clinical impact, the patient is asymptomatic, and the severity of the ae is moderate. The event is not associated with malfunction of the stent/flow diverter device and is a neurological event due to thromboembolic complication intratstent. Measure taken in regard of the event is drug treatment with aggrastat. The outcome is resolved without sequelae on (B)(6) 2023. The patient discharged from the hospital on (B)(6) 2023 with a neurological evaluation mrs score 0.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, following is taken from the english version): potential complications possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.